Event description:
Pt had following procedures: 1) total vaginal hysterectomy 2) anterior colporrhaphy 3) posterior colporrhaphy 4) peri-vaginal repair with cadaver fascial graft. 5) tension free vaginal tape procedure. 6) sacrospinous vaginal vault suspension. During sacrospinous vaginal vault suspension, while using the endostitch device on the right sacrospinous ligament the suture did not pass through the ligament and on inspection of the needle a minute portion of the double armed needle evulsed and was embedded in sacrospinous ligament.